Event description:
The customer reported a prime alarm. The blood glucose reading was 177 mg/dl. The unit was not dropped. The drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for four hours with multiple basal rates. No blank display or display anomaly noted. All the operating currents were within specification. No unexpected low battery, off no power or battery out of limit alarm noted. The device alarmed during the prime test due to protruded/loose drive support disk. No damage inside the unit was observed. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.